Manufacturer narrative:
Philips was unsuccessful in contacting the customer.

Event description:
The customer reported they had "alarm from pic ix speaker" questions. The device was in use on a patient. There was no report of patient or user harm.